Event description:
It was reported that this patient was experiencing ventricular episodes. Technical services (ts) analyzed the presenting electrogram (egm) and found that there was noise on the right ventricular (rv) lead channel which resulted in oversensing and an inappropriate electric shock. It was also noted that the pacing lead impedance (pli) measurements was greater than 3000 ohms and the shock lead impedance (sli) measurement was greater than 200 ohms. This patient went to the emergency room (ER). Ts recommended that tachy therapy be turned off and lead be evaluated in clinic. Patient was not pacing dependent. No additional adverse patient effects were reported. Currently, this rv lead remains in service.

Event description:
It was reported that this patient was experiencing ventricular episodes. Technical services (ts) analyzed the presenting electrogram (egm) and found that there was noise on the right ventricular (rv) lead channel which resulted in oversensing and an inappropriate electric shock. It was also noted that the pacing lead impedance (pli) measurements was greater than 3000 ohms and the shock lead impedance (sli) measurement was greater than 200 ohms. This patient went to the emergency room (ER). Ts recommended that tachy therapy be turned off and lead be evaluated in clinic. Patient was not pacing dependent. No additional adverse patient effects were reported. Currently, this rv lead remains in service. According to additional information, this patient experienced pain and discomfort. A lead revision procedure was performed where the rv lead was explanted and replaced. This ICD remains in service. No additional adverse patient effects were reported.